Manufacturer narrative:
Exact date unknown, event occurred in september 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5069072/5069007.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were disposed by the medical facility.